Manufacturer narrative:
(B)(4).

Event description:
The consumer reported it had been taking her a really long time to charge. The implantable neurostimulator (ins) was about ½ full when she went to charge. Six coupling boxes were shaded and it took her 3-4 hours to charge the implant completely full. Patient services reviewed that sounded normal. The last time the patient charged the ins was down to ¼ full and after several hours the ins was only ½ full. It was noted the patient had to stop charging because the implantable neurostimulator recharger (insr) antenna got really hot. When the insr antenna got really hot an error message did not show on the screen. A new insr antenna was ordered. There were no falls or traumas that could have been related to this issue. The patient noted the ins was getting hot if she scraped or itched it. It was also reported the right side of her body was really sensitive and swelled. The ins was stated to be on the left side of the body. The patient had pain in both her legs but more pain in the right leg. Since (B)(6) 2016, the insr antenna got hot, the ins got hot, it took longer to charge, there was swelling on the right side of the body, the right side was sensitive, and there was pain in the legs. Relevant medical history included spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer she was feeling burning and itching at the implantable neurostimulator (ins) site. The patient had the ins checked by a technician at the healthcare provider (hcp) office and they confirmed nothing was wrong with the ins. However, the patient stated it was still taking her forever to charge. The patient got a new recharger part, but she sat there forever just to get two bars. The patient had a follow-up appointment with the hcp on the monday following the report regarding the burning and itching down by the ins site. After replacement of the antenna, the patient was able to program the device better. However, the device still got hot and it itched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the issues was unknown, but that they were just sent a new unit. Patient reported the issue was resolved, however when they plug the charger in )the one with the white arrow) when they take it out the prongs come out also. It was unknown if the replacement recharger resolved the issues as they had only used it twice. No further complications reported/anticipated.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4): product type recharger product ID (B)(4) : product type recharger product ID (B)(4): product type recharger pli - 30: device codes: (B)(4) patient codes: (B)(4) fdc codes: (B)(4) fdm codes: 1(B)(4) fdr codes: (B)(4) was added to system report the recharger and the codes were updated due to additional information. Analysis found complaint unverified; cleaned recharger. Bench tested and got all 8 coupling boxes. Connector visually checked and ok. Plugged into known good (B)(4) desktop charger and (B)(4) started charging normally. No indication of recharger getting warm while operating. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) had a damaged recharging waist belt. The pt also reported their skin and recharger got hot when they were recharging. Pt said she had a problem recharging her ins, and it got really hot when she recharged. Pt said it had been going on for a while. Pt said they had replaced her recharging antenna before. Pt said the device was 1/4 charged when she started charging and would charge for hours. The pt said she fell asleep so it was maybe 8 hours of charging and she still got 3/4 battery full. The pt mentioned the first year she got the device it didn't get hot. Pt said she would say after a year and half it started getting hot. She said the skin and the recharger got hot because she charged on the skin and did not use pillows or blankets. Pt said the ins was in the buttocks and she had to lay or sit a certain way. Pt would start off with 8 bars, would go down to 4 or 5 for a while and then down to 2-3 bars. No further complications were reported.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger; product ID: pnma01411a004, serial# unknown, product type: recharger; product ID: 37791, serial# unknown, product type: recharger. The recharger ((B)(4)) was originally system reported with the ins, but after review it was determined that the recharger had a non-reportable malfunction. If information is provided in the future, a supplemental report will be issued.